Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the reservoir had occlusion. Customer stated the insulin pump alarmed no delivery. Customer's blood glucose was 202 mg/dl. Customer was assisted in troubleshooting and was able to deliver bolus with no delivery alarm. No further information provided.